Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the image quality was poor due to broken meniscus of charged coupled device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video laparoscope exhibited broken meniscus of the charged coupled device (r-unit) section, damaged fiber bonding area on distal end of outer tube, broken charged coupled device and poor-quality image. There was no patient involvement.